Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with one distal clevis ear broken off at its base. The clevis ear on the conductor wire side was broken off, causing the yaw pulley to dislodge. The broken piece was not returned; however, it was approximately .285 x .220 in size. Engineering concluded that breakage of the clevis was likely due to overloading the tip. Engineering evaluation also found that the conductor cap was missing, had a damaged wire and a charred yaw pulley. The conductor cap likely detached as a result of the clevis ear breakage. The yaw pulley boss feature that mates with the cap was broken and the conductor wire installation was damaged at the distal idler pulley. Bare wire was exposed, which created a path for arcing. The yaw pulley exhibited char marks near the exposed wire section. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This complaint is being reported due to the following conclusion: a component of the permanent cautery hook instrument broke off and fell into the patient.

Event description:
It was reported that during a da vinci s hysterectomy procedure, an orange or tan piece from the permanent cautery hook instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.